Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). Two complaints were received during this report period. Of these, 2 have investigations which are currently pending (B)(4). All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. Patient information was not confirmed for any events.